Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose was on (B)(6) 2018. The customer¿s blood glucose was over 600 mg/dl at the time of the incident and the current blood glucose 189 mg/dl. The customer had symptoms such as throwing up and nausea. The customer treated with manual injection. The customer alleges pump was under delivery and the pump setting were disappearing caused the under delivery. The customer was wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting for high blood glucose. The customer was advised inaccurate pump settings may result in high blood glucose. The insulin pump will be returned for analysis.